Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1xpcg, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there was a therapy impedance value of 4,000 ohms. The precise electrode pairing was unknown. No actions taken were reported. The event was noted as not related to the procedure and related to the lead. The outcome was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the impedance changed from 4000 ohms to 2026 ohms. The issue seemed to have resolved and no additional information was available.